Manufacturer narrative:
DHR review: the complaint lot# is 4234833, sku is 383313, assembly in suzhou plant on 2024. Sep. 12, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: pictures of defected sample was provided and shows the extension tube was broken at the connection point of luer-adapter. Sample returned; visual analysis of the tubing confirmed the presence of a large wound with rough edges. Retained sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Possible cause analysis: based on the information, the extension tube was broken at the connection location of luer-adapter. The possible reasons for this failure include: 1. Luer port of the luer-adapter was damaged or have raw material defect. 2. Extension tube was over swaged and cause tube damaged. Current manufacturing already has control procedures as below to monitor and prevent this kind of defect: 1. Both incoming inspection and in-process assembly will be sampling to monitor material quality. 2. Both in-process and outgoing sampling check will do leakage test for component. 3. Tube swaging machine has dcc to 100% inspect ext-tubing swaging depth. Conclusion(s): the retained sample leakage test result is within product specification. We cannot identify the actual cause of tubing damage, so the root cause is not clear for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i - catheter defective/damaged. It was reported that "intima catheter ruptured". Is there any impact on the patient? If yes, explain in detail. The discomfort of having to change the catheter, performing a new puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.